Event description:
During the atrial fibrillation procedure, a perforation of the pulmonary artery occurred that resulted in patient death. There was a complication in the septal puncture, causing a pericardial effusion, followed by a pericardiocentesis. From this, a perforation of the pulmonary artery occurred and a median sternotomy was performed. Patient death occurred and the procedure was abandoned.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a pulmonary artery perforation could not be conclusively determined.